Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet insulin pump experienced recurrent hypoglycemia, including with physical activity, and perceived the device as malfunctioning; the medical device problem and device component could not be specified due to insufficient information. Symptoms included no documented clinical signs or conditions beyond reported lows. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, and the medical device problem and specific device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.